Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that the rv lead tends showed a gradual increase since a year now along with elevated thresholds at 2.0v. There was no noise noted. Ts recommended to have seen the patient in clinic for further testing with isometrics. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).